Manufacturer narrative:
Upon receipt of the reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The spherical reservoir was visually inspected, and leak tested. The spherical reservoir passed visual and microscopic inspection and there were no visual damages or anomalies found. The spherical reservoir passed the leak test. Product analysis was unable to confirm the reported allegation. Based on the analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a crack in the reservoir connecting tube was confirmed. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a crack in the reservoir connecting tube was confirmed. All components were removed and replaced. No patient complications were reported.